Event description:
It was reported that the pump touch screen was unresponsive and not functional. During troubleshooting with tandem technical support, it was confirmed that the touch screen was unresponsive. Customer's blood glucose was 259 mg/dl. The customer confirmed that an alternate method of insulin delivery was available.